Event description:
Middle-aged patient with significant pmh (past medical history) of obesity, osa (obstructive sleep apnea), bicuspid aortic valve and ascending aortic aneurysm s/p aortic valve replacement with on-x valve and ascending aortic aneurysm replacement. Patient had another cardiac surgery ~3 months later. Cultures were obtained at that time. A month later, we received lab results that informed us that patient had m. Chimaera in his aortic root. The infection may have originated from the use of the sorin heater - cooler unit in his previous cardiac surgery.